Manufacturer narrative:
Patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Phone number: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a jig was not lining up with the proximal femoral nail anti-rotation (pfna) for the distal locking bolt in a 240mm pfna nail. Perfect circles where used to do distal locking bolt. An alternate jig was offered but declined. Additional pfna set was available. The surgery was prolonged by ten (10) minutes. Additional information will not be provided. This is report 1 of 1 for (B)(4).